Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo show's partial view of drainage catheter in which the sure-loktm thread was noted to be coming out from the distal thread hole of the catheter and the end point of the thread was not visible in the provided photo. Therefore, the investigation is inconclusive for the reported sure-loktm thread digression and material separation issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, g4, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiography drainage (ptcd) procedure using the navarre universal drain performed under ultrasound guidance. During the procedure, the sure lok thread was found to have digressed after the procedure, even though the package and product were inspected prior to use. The damaged component was identified as the sure lok thread. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic cholangiography drainage (ptcd) procedure using the navarre universal drain performed under ultrasound guidance. During the procedure, the sure-lok¿ thread was found to have digressed after the procedure, even though the package and product were inspected prior to use. The damaged component was identified as the sure-lok¿ thread. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.